Event description:
According to the reporter, during a r- hemi colectomy, the device did not fire. They replaced it with a new device to complete the case. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The sulu was received with a full complement of staples, a properly set interlock, and a shipping wedge seated in the cartridge. The sulu was loaded into a pmv test unit and applied to the appropriate test media with proper staple formation and cleanly transected test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.